Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, power cycling and functional stress testing without duplicating the report. An internal inspection found no discrepancies. Review of the logs showed that an "exhalation system failure 1060" alarm occurred. This alarm occurs when the pip fails to return to the baseline pressure for 3 consecutive breaths, indicating that the exhalation control valve has failed. When triggered, the device stops ventilating and attempts to discharge the pressure in the breathing circuit to atmosphere. This failure may be caused by a significant blockage of the exhalation valve or an occlusion/kink in the exhalation valve and does not typically meet our requirements for submission of a medwatch report. The wye circuit was not returned as part of this investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an unknown error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.